Manufacturer narrative:
Weight:unk. Ethnicity: unk. Race: unk. Date rec'd by MFR this product is not marketed in the us work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicm5 12.6, 09.50 diopter, implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2021. The lens tore during injection/delivery. There was patient contact (lens touched the eye) with no patient injury. The lens was implanted and removed intraoperatively on (B)(6) 2021. A new same length and power lens was implanted on (B)(6) 2021, resolved the problem.